Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. There were contact marks on the probe and the jaw which had a worn pad. The ptfe pad of the subject device was partially worn and partially separated. As the result of checking the manufacturing record of the same lot, there was nothing abnormal found. This type of the pad damage is most likely related to the operator's technique. Based on the evaluation result and the similar cases in the past, omsc presumes that the event occurred due to the following occurrence mechanism. The ptfe pad was worn and separated since the subject device was activated while the user grasped nothing. The contact marks were made and the seal & cut short circuit error occurred since the subject device was activated output while the probe contacted with the jaw which had a worn pad. The instruction manual of the device has already warned as follows; *do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
During a laparoscopic assisted colectomy and a laparoscopic partial hepatectomy, the seal & cut short circuit error occurred and the ptfe pad of the subject device was separated. The intended procedure was completed with another device. No patient injury was reported.